Event description:
The patient reported receiving a burn from the charger. The physician gave the patient antiseptic and antibiotics to treat the burn. Approximately one week later the physician decided to explant the implant to prevent infection.